Event description:
The letter alleges the consumer sustained a fractured femur and laceration to his hands and face when his wheelchair stopped on the ramp of his automobile but allegedly continued to descend, causing him to fall into the pavement.

Manufacturer narrative:
Device is no longer in warranty. Manufacturer received summons alleging a serious injury. Information indicates user was transgressing what is described as a automobile hydraulic ramp. Incline angle is unknown; current user guide covers this area. While transgressing this ramp user reportedly fell from the chair. Nature of complaint suggests user was not wearing a seat positioning strap. Current user guide covers this area. MDR filed based on injury claim.